Event description:
It was reported that during a peripheral orbital atherectomy procedure, a type d dissection occurred during treatment with a csi orbital atherectomy device (oad). The target lesion was 320mm in length, 100% stenotic and was located in the superficial femoral artery (sfa). The physician used a 5fr introducer sheath to access the lesion. The physician treated the lesion using the csi oad, but post-atherectomy angiogram revealed a type d dissection. The physician resolved the dissection by performing multiple balloon angioplasty inflations. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible.the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.(B)(4): discarded by facility.